Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check passed. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1930 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touch screen test passed. Rs232 connection check passed. Rts light on db-9 tester illuminated successfully. System air leak test passed. Valve actuation test passed. Pre-ast 15 min 1000 ml test was performed and completed without any failures or problems. Patient treatment data uploaded successfully through gateway. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler was having a gateway data transfer issue. The fresenius technical support representative advised the patient to continue use of this cycler and processed a replacement due to the modem data transfer issue, noting that at least one full treatment has been completed with this unit. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day with the cycler. New cycler received and old cycler picked up. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.